Event description:
The customer reported that the 840 ventilator had a blank graphical user interface (gui) display. Device was not being used on a pt when event occurred. The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. Tse suggested replacing the gui central processing unit (cpu). Covidien was not authorized to svc the device.

Manufacturer narrative:
(B)(4).